Manufacturer narrative:
Block h6 device code a150101 is being used to capture the reportable event of cinch failure to deploy.

Event description:
Note: this report pertains to the first of two overstitch suture cinch device used during the same procedure it was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2025. During the procedure, the cinch failed to deploy. The same issue occurred with a second suture cinch device. The procedure was completed with another device from the same model. There was no patient complications reported as a result of this event.